Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I tsh results for an oncology patient (post chemotherapy). Results were not consistent with previous history and were questioned by the medical provider. The following data was provided. (B)(6) 2026- results = >100 miu/ml, historical results = 0.1miu/ml. Repeat results from multiple sample tubes/two different processing module = >100 miu/ml, >100 miu/ml on one processing module and >100 miu/ml and 60 miu/ml on another processing module. No additional patient information or processing module information was available. The customer reference range = 0.35-4.94 miu/ml. There was no reported impact to patient management.